Event description:
A report was received that the patient's ipg was not holding a charge. It was noted that the patient had multiple surgeries and the most recent one used electrocautery. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).

Manufacturer narrative:
Sc-1132, (sn: (B)(4)) device evaluation indicated that the daily battery depletion rate with stimulation turned off is 18.75 mv, which is slightly higher than the limit of 12 mv. Sleep current was 242 ua exceeding the limit of 50 ua. The thermal test did not detect overheating component, and the impedance between vh and ground is within the expected range. As the test points of the most asics are inaccessible, the responsible component for high-current drain could not be determined. It was reported that the patient had multiple surgeries while implanted. The device likely be affected by the procedures.

Event description:
A report was received that the patient's ipg was not holding a charge. It was noted that the patient had multiple surgeries and the most recent one used electrocautery. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).